Event description:
Patient came in to have an MRI of her brain/pituitary. Patient scanned, ran the 3pl lov, the sag t1, started the dwi sequence. The patient squeezed the call ball, she told me that her shunt area was heating, immediately took the patient out of the scanner. The neuro radiologist (nr) come down to evaluate the patient. The neuro radiologist spoke to the patient and called her neurosurgeon (ns). Sent the parient up to ns to be evaluated.ns evaluated patient. Patient's vp shunt found to be working. Patient advised not to have 3 tesla mris in future.of note, patient has had 1.5 tesla mris in past without issue.